Event description:
It was reported that during a lead revision procedure to cap and replace the patient's previous right ventricular (rv) lead, a perforation occurred while placing the new rv lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.